Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a replace battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer stated that this was the second occurrence of receiving a replace battery alert without receiving a low battery warning first. No harm requiring medical intervention was reported. No product return is required for mmt-1886.

Manufacturer narrative:
Pump passed self test and active current measurement. Pump did not pass sleep current measurement test. No unexpected alarms during testing. The test p-cap locks properly in place in the reservoir compartment noted. Pump was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1, pcba 2 or the motor. The following were noted during visual inspection: pillowing keypad overlay, scratched case, serial label damage, cracked keypad overlay, keypad overlay texture damage, corroded battery tube, cracked case on display window corner, cracked case (battery tube), and battery tube threads. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 40.0 received the lowbatteryalert (104) on 05/12/2025 21:17:00 faster than expected at 1.81 days. Battery cycle 32.0 received the lowbatteryalert (104) on 05/04/2025 17:33:00 faster than expected at 4.78 days. Battery cycle 31.0 received the lowbatteryalert (104) on 04/29/2025 18:01:00 faster than expected at 4.76 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. In summary, customers alleged unexpected power loss was confirmed. Due to corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.